Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and the drive support cap was also damaged. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated that the insulin pump would perform auto rewind while delivering bolus. The drive support cap of the insulin pump was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error during prime test due to loose drive support disk. The motor was tested outside on the device and passed.